Manufacturer narrative:
Implant date: implant date not provided and estimated to (B)(6) 2020 based on comment that stent was implanted two years prior to event. Initial reporter city- (B)(6). Initial reporter city: (B)(6) .

Event description:
It was reported that in-stent restenosis occurred. An eluvia drug-eluting vascular stent system was implanted in the superficial femoral artery. Approximately two years later, in-stent restenosis was noted. The event was resolved by dilating the 100% stenosed target lesion with a balloon catheter. There were no patient complications nor injuries reported and the patient condition was good.